Manufacturer narrative:
Date of event estimated based on aware date.

Event description:
It was reported via medwatch (B)(4) that a guidewire break occurred and a device fragment remained in the patient. The patient presented with a calcified 100% ostial lesion in the left subclavian and tubular 50% ostial lesion in the right subclavian. The patient underwent a peripheral angiography. The judo guidewire was introduced but was unable to cross the left subclavian occlusion both retrograde and antegrade. Part of the device broke off and ended up in a subintimal plane with no risk of embolization.